Manufacturer narrative:
Additional narrative: reporter is a j&j employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2022, a procedure for a tlif (l4/5) for treating lumbar spinal canal stenosis was performed. The surgeon made a final screw tightening on the left. On the other side, the surgeon applied both compression and final tightening to the screw in question (l5 right). After the incision was closed, they took imaging and found that the screw deployed on l5 right had cut out. Troubleshooting was performed, and the rest of the procedure was completed which resulted in 45-minute surgical delay. No further information is available. This report is for one (1) 5.5 exp verse can scr 7.0x40. This is report 1 of 1 for complaint (B)(4).